Event description:
Device 1 of 2. Reference MFR report number: 1627487-2019-03195.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2: reference MFR report number: 1627487-2019-03195. It was reported that the patient experienced pain in their feet, ankles, and calves with their scs trial system. In turn, the patient underwent surgical intervention wherein the entire scs trial system was removed. Follow up identified that the pain has since resolved.